Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing and automatic mode switching were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no anomalies. No intervention has been performed and the patient was stable and will continue to be monitored.